Event description:
During robotic laparscopic procedure, a raytec sponge was being removed through the trocar cannula when it shredded into two pieces. The sponge was retrieved and the surgical field was inspected with no remnants of sponge found in patient.